Event description:
A physician reported that her pt presented to her complaining of skin irritation and welts over her body following the essure micro-insert placement procedure. A nickel allergy test was performed on the pt and the pt was confirmed positive for nickel allergy. The physician removed the essure micro-inserts and believed it was necessary due to the patient's nickel allergy. Physician is not available for follow up inquiries, so it is unk at this time if the patient's symptoms have resolved following essure micro-insert removal.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for patients with suspected hypersensitivity to nickel). IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.